Event description:
The customer reported purchasing incompatible test strips for their freestyle lite meter and was taking his insulin without knowing what his blood glucose levels were. As a result, the customer experienced symptoms of hypoglycemia and had a seizure. The paramedics were called and transported him to a health care facility. The customer was diagnosed with severe hypoglycemia and was treated with glucose via intravenous. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is a final report. The customer purchased the wrong test strips; therefore, this case does not involve a product malfunction. No product investigation is necessary.